Event description:
It was reported that the customer's insulin pump had partial display. It was stated that the battery was changed, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly after the battery was installed. Unable to confirm missing segments. However, the device failed the displacement test and alarmed motor error during rewind as a result of the motor encoder signal being out of phase.